Event description:
Account alleged that the reverse trendelenburg and the hi/low down function will not work from the footboard.

Manufacturer narrative:
Account stated that the bed was repaired but did not know anymore details on the report that resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.